Manufacturer narrative:
Investigation summary: bd received six photos for investigation, which showed a stopper stuck in a tube without a hemogard shield and that the stopper was misshapen. Additionally, 29 retained samples underwent functional tests, and none of the samples failed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and defective stopper molding. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the cap was removed, but the rubber stopper remained in the tube while on the analyzer, resulting in damage to the sampling cannula. Additionally, the rubber stopper was discovered to be defective. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the cap was removed, but the rubber stopper remained in the tube while on the analyzer, resulting in damage to the sampling cannula. Additionally, the rubber stopper was discovered to be defective. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.